Manufacturer narrative:
A ge service representative performed an onsite investigation. The safety circuit and internal wiring was repaired. The system was then found to be operating as intended.

Event description:
The customer reported that the system would display error messages and then freeze (lock up). Investigation determined the system was shutting down unexpectedly. There is no report of patient injury associated with this event.